Manufacturer narrative:
(B)(4).

Event description:
The pt was experiencing withdrawal; symptoms included agitation and vomiting. The pt was going to the physician's office. The device sys was used to deliver baclofen. A f/u report will be sent if additional info becomes available.